Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon investigation the monitor was not producing a driven ground ECG signal. The cause for the failure was isolated to an intermittent u500 digital signal processor on the computer/analog pca. The root cause for the intermittent u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.